Event description:
Medtronic enpulse dr pacemaker implanted for third degree heart block. Ventricular and atrial leads. Second surgery to reposition failed ventricular lead. Third surgery to reposition failed atrial lead. Fourth surgery scheduled for 4 mos later again, reposition failed atrial lead. Product failure, or surgical failure? Any other reports of product failure?